Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets were leaking. The leaks were further described as, ¿the lipids seeped past the valve to contaminate the end product. This was the only visible leakage. The valve set and tubing was changed several times¿. This event occurred during an unspecified process step prior to patient use. To resolve this issue, a valve set from a different lot was used with no issues noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b3 - date of event was on 3/11/2022 (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: september 4, 2021 - september 7, 2021. H10: three (3) unopened devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed using sterile water and 70 % dextrose on with the em2400 exactamix main module and no leakage was observed. Additional accuracy tests were within the acceptable limit. The reported condition was not verified. The cause of the condition could no be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.